Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the connection of the bd insyte¿ autoguard¿ bc shielded IV catheter and adapter after the catheter was placed. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, blood leaked from the connection of the catheter and the catheter adapter."

Event description:
It was reported that blood leaked from the connection of the bd insyte¿ autoguard¿ bc shielded IV catheter and adapter after the catheter was placed. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, blood leaked from the connection of the catheter and the catheter adapter."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed a view of the bottom web (blister) of a sealed package that contains a 22ga insyte autoguard blood control unit with all components present and intact. In the photo are also two portions from a used unit: portion 1 is the needle/hub assembly that is fully retracted within barrel, which has traces of dried media. Portion 2 is the catheter/adapter assembly that also has traces of thick media. The photos do not reveal evidence of any type of damage or defect and therefore the reported defect cannot be refuted nor confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.